Event description:
It was further reported that during the index procedure after the pre-dilatation of the emerge balloon, a coronary spasm was noted in the 1st diagonal, which was treated by intracoronary nitroglycerin and with the placement of a 2.25 mm x 16 mm promus element plus stent. Following post dilatation, residual stenosis was 0%.

Event description:
(B)(4) study. It was reported that during a percutaneous coronary intervention, a dissection occurred. In (B)(6) 2012 the patient presented with unstable angina and was referred for cardiac catheterization. The 70% stenosis and 12mm long de novo target lesion was located in the 1st diagonal artery with a reference diameter of 2.5mm. The target lesion was treated with pre-dilatation using the emerge balloon catheter, a dissection was noted in the 1st diagonal. The dissection was treated with the placement of a 2.25x16mm promus element plus stent, resulting in 0% residual stenosis following post dilatation. The following day the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Updated: describe event or problem, relevant tests/lab data, patient codes. (B)(4).